Event description:
Report received indicated that stent was implanted without any difficulties and procedure was successful. However, after procedure was over physician checked the product's box and realized that product had expired two months prior. There was no patient's demographic or vessel information available. There was no patient injury reported. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.